Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of unrecoverable loss of antenna passed threshold was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that a permanent out of range signal occurred on (B)(6) 2016. No injury or medical intervention was reported.